Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03068; 03069; 03070; and 03071.

Event description:
The plaintiff's attorney alleged that the decedent experienced cerebrovascular events on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.